Event description:
It was reported that the patient underwent an ambicor penile prosthesis (app) replacement surgery because the device no longer had the desired rigidity. It was noted however, that the app was cycling as intended. The existing app was explanted and replaced with an inflatable penile prosthesis (ipp). No patient complications were reported during the procedure.